Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. A product defect has not been alleged and that the clip achieved hemostasis. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this incident, there does not appear to be any indication of an issue with the quality of the product.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of an unspecified vessel in the right groin after a diagnostic procedure. Reportedly, after the clip was deployed and the device was removed, pressure was applied to the groin area for about 3-5 minutes causing the patient to sit up in pain and the pressure was relieved. The clip achieved hemostasis. Two days post procedure, the patient reported that her leg "gave out" and she has been taking 400 mg ibuprofen. The patient has a history of back problems and believes that the pressure may have aggravated her back and subsequently caused her leg to go out. She reported that her leg is better, but has contacted her physician and is planning to request physical therapy to help with her back. There was no adverse patient sequela reported. Though requested, no additional information was provided.